Event description:
It was reported that the patient presented for a follow up. Upon interrogation, it was noted that the pacemaker exhibited battery longevity overestimation. No intervention was performed and the patient was in stable condition.